Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: clip failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the unspecified vessel using a starclose se device after an unspecified procedure. Reportedly, during clip deployment, the clip did not release from the clip applier. Hemostasis was achieved using manual compression. There were no reported adverse pt effect. No add'l info was provided.